Event description:
Related manufacturer report number: 2017865-2021-37629. It was reported that the patient presented in clinic. It was noted that interrogation of the cardiac resynchronization therapy (crtd) device showed ventricular fibrillation episodes recorded (B)(6) 2021 with an aborted shock. Review of the episodes revealed noise causing inappropriate oversensing. Non sustained right ventricular oversensing was also present in a different episode. The low frequency attenuation filter was turn on and reprogrammed in the device. Further evaluation was performed and isometric testing did not produce any visible noise. The source of the noise was unknown. No other electrical anomalies were observed. The patient¿s condition before, during and following interrogation and testing was stable.